Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with this left ventricular (lv) were found to have the lv automatic threshold (lvat) test detected as programmed amplitude or suspended and atrial undersensing on the atrial channel due to patient condition. Technical services (ts) reviewed the data and recommended a cardiology evaluation for atrial sensitivity and lvat. This system remains in service and no adverse patient effects were reported. Additional information confirmed the patient is being contacted to schedule an in-office check and the suspected root cause for the suspension of lvat and right atrial automatic threshold (raat) test is atrial fibrillation with rapid ventricular response.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with this left ventricular (lv) were found to have the lv automatic threshold (lvat) test detected as programmed amplitude or suspended and atrial undersensing on the atrial channel due to patient condition. Technical services (ts) reviewed the data and recommended a cardiology evaluation for atrial sensitivity and lvat. This system remains in service and no adverse patient effects were reported.